Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of iridocorneal angles and significant shallowing of the ac. Lens was exchanged for a shorter length lens and problem resolved. Cause of the event was reported as unknown.